Event description:
Biomedix selec-3 IV set, part number b74-102, lot number b40806. IV tubing luer lock connection found to be faulty and would not allow attached syringe/medication syringe to push through the port. Discovered while working a cardiac arrest.